Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. The programmer was powered on to check for boot-up issues. Analysis found that there was an issue with a part of the internal circuitry related to the programmer screen and there was evidence of overheating. The component was then replaced, and the programmer passed all other testing. Laboratory analysis confirmed the reported clinical observations.

Event description:
Boston scientific received information that this programmer was not working. The screen was all dark and it will flash when powered up. The field representative has tried rebooting several times but was still not resolved. The programmer will be returned for analysis. No adverse patient effects were reported.